Manufacturer narrative:
Device evaluated by MFR.: promus element mr, ous, 3.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 239mm distal to distal end of strain relief. There were also multiple kinks found along the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x38mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, when the device was advanced through the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x38mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, when the device was advanced through the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.